Event description:
In (B)(6) 2011, a monarc subfascial hammock was implanted to treat stress urinary incontinence. It was reported that within months after the initial implant procedure, the patient experienced complications from the defective mesh requiring additional medical care and treatment and ultimately surgical intervention. It was also reported that the patient was, injured and sustained severe and permanent pain, suffering, disability, impairment, loss of enjoyment of life, loss of care, comfort, and consortium, other injuries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.